Event description:
It was reported that a bd intima-ii closed IV catheter system was placed in a patient on (B)(6) 2015 at 16:00 for an infusion of magnesium. The IV was removed on (B)(6) 2015 at 12:00. On (B)(6) 2015 at 16:00 the patient had edema to her hand where the IV was located. The patient was treated with muporocin ointment and had blood cultures drawn. The blood culture results were negative.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 5019001. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.